Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5149996.

Event description:
It was reported, that the patient presented in clinic. For a follow up, due to an infection on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.